Event description:
On several cases during august the cholangiogram catheters were completely occluded. Rptr was unable to inject any saline or dye through them.

Event description:
Add'l info received from MFR 11-12-02: cls was unable to obtain the affected cholangiography catheters because the instituiton discarded them. However, co was able to trace the failed devices to a specific manufacturing lot, some of which was still in the co's finished good inventory. Co was able to obtain 10 samples from each batch of the suspect lot for analysis. All remaining product was placed in quarantine during the course of the investigation. Co was able to reproduce the failure in approx 50% of the samples. The decision was made to test samples of the retaining lots in inventory to establish the scope of the problem. No failures were detected in the other lots, which indicated that the problem was limited to one lot of catheters. Occlusions of the failed catheters were verified by gently inserting a thin wire into the opening to detect obstructions. The sites of obstructions were consistent among the samples, including a probable manufacturing process problem. A process review with the assemblers revealed that one assembler used an unapproved procedure modification aimed at simplifying the tube to oval catheter assembly process. The procedure instructs the assembler to slide the tubing onto the oval catheter and then place a drop of glue to bond the two components. Instead, the end of the tubing was dipped in isopropyl alcohol, the glue was applied to the oval catheter and then the tubing was slipped onto the oval catheter. This method caused the obstructions in the catheters. The process deviation was applied only to the suspect lot. All catheters in the affected lot were re-tested. The subject lot was screened through functional testing. All the manufacturing assemblers were re-trained in the assembly procedure, and were cautioned against using unapproved methods or process deviations in any process. A 100% functional final test has been added for add'l assurance. Cls was unable to obtain the affected cholangiography catheters because the institution discarded them. Because of the low probability of risk to the pt, cls determined that best course of action was to perform a market withdrawal, consisting of reasonable efforts to replace the affected product lot in order to reduce any further inconvenience to the customer. The action does not constitute, nor is intended to be a product recall. No design-controlled changes or modifications were made to the device that may be related to the event.